Event description:
The pt has a c-5 spinal cord injury and was implanted with the freehand system on april 1, 1998. The pt has a history of slow healing wounds and has had recurrent infections in and around the fingertips of both hands. On 10/8/98 the pt was admitted to the hospital for treatment of an infection on the forearm. The infection was cultured as staph aureus. The infection was not reported by the pt in a timely manner. Therefore, the infection progressed to the point that the surgeon felt an explant on 10/9/98. The pt was discharged with a six-week course of antibiotics.